Event description:
Per the clinic, the patient experienced a skin breakdown over the implanted site due to the glasses was rubbing on the thin tissue. Subsequently, the patient developed an infection and was treated with oral and IV antibiotics; however, the issue did not resolve. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
It was also reported that the receiver/stimulator is exposed. The device was explanted on (B)(6) 2025. It is unknown if there is a plan to reimplant the patient as of this date of report.